Event description:
It was reported, the patient experienced perio-operative delirium. The suspected cause was noted as implant/study. No corrective actions were taken and the patient¿s symptom resolved.

Manufacturer narrative:
Product ID 3708660, serial# (B)(4); product type extension product ID 3387s-40, lot# va01k4q; product type lead product ID neu_unknown_ext, serial# (B)(4); product type extension. (B)(4).